Event description:
It was reported that the sound of rotation was noisy and vibration was present. The product was changed out and the surgery was completed successfully. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Date of event was not reported. Date entered has been estimated. This complaint was confirmed. The primary service technician determined that the vibration output was slightly greater than normal; however, two other service technicians evaluated the device and determined the noise and vibration output level was normal. Drive motor was serviced, including the replacement of the bearing and both controller and drive motor were returned to customer. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.